Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in impedance levels and threshold measurements. The patient was experiencing syncopal episodes. The physician elected to do an invasive procedure to analyze the system. The leads were removed from the header and reinserted and the impedance measurements were appropriate. The ipg paced and sensed normally. The physician elected to explant the ipg.